Manufacturer narrative:
The pump passed the displacement, off no power, self-test, rewind and unexpected restart error tests. The pump alarmed motor error during the basic occlusion test due to moisture damage on the force sensor resistor. Unable to perform the occlusion, prime, off no power or excessive no delivery alarm tests due to the motor error alarm. Upon visual inspection the pump had moisture damage on the mother and interface boards. The pump had moisture damage on the motor. No battery out limit alarm was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed for battery out of limit after each battery change and that the basal rate was always erased when this occurred. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.